Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages/asystole event) has been confirmed. As received, the electrode belt failed incoming functionality testing, specifically an ECG fall-off test. The cause for the test failure and the non-functional ECG electrodes was isolated to a shorted component v4 inside ECG "c". The root cause for the shorted component could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that it was causing frequent adjust belt messages and false asystole events.